Event description:
After having the essure implanted in (B)(6) 2006, I began to experience very bad side effects almost immediately and those continued for several years until I had an essure reversal on (B)(6) 2013. My side effects were: painful ovulation, hip / joint pain, hot flashes, muscle spasms, nausea, pelvic / sharp stabbing pains, back pain, chronic bowel issues (diarrhea), easy bruising, cramping, dizziness, fatigue, hair loss and unwanted hair growth. I was never able to connect my symptoms to essure until recently.